Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that the alarm 2 went off during a bolus delivery. The patients' blood glucose levels were reported at approximately 300mg/dl. Patient felt the cause of the alarm was the occlusion due to the site. Patient successfully change out tubing and site, filled the tubing with insulin and resumed insulin therapy. Unknown patient's condition at this time.